Manufacturer narrative:
Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Information has been corrected which was not correct in the initial report. The information has been provided in section b5 with this report.

Event description:
Customer reported having a high blood glucose of 20mmol/l. Customer did not have high blood pressure. Customer was hospitalized. Customer said there was a bolus anomaly (alleging under delivery). She said she bolused 7u, 7u, and 5u and the screen showed that the boluses were completed but the history review showed only 7u, 1u, and 1u. She said there were no alarms. Customer declined to answer many questions. Incident date is march 6, 2023 (same as notified date per sap for pump since no specific event date was given). Pump was used at the time of the incident. Pump does not have sensor feature.

Manufacturer narrative:
The pump passed the functional test, including the displacement test, rewind test, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and dat at 0.0875 inches. The stop (idle) current and run current measurement tests are within specification. The pump also passed self test, off no power alarm test and a21 error test. The pump was programmed with a 1.0-unit bolus, 2.0-unit bolus and a 3.0-unit bolus and monitored. All boluses delivered properly and were recorded in the bolus history screen. No bolus anomaly noted. The pump was redownloaded and the pump history file lists the test boluses. No bolus anomaly noted when reviewing the pump history file. Possible under delivery anomaly (bolus anomaly) not confirmed during testing. No history anomaly noted during testing. No cosmetic damage was noted during visual inspection. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thds. Carelink upload was unsuccessful using carelink pro. Unable to upload using carelink pro, problem isolated to the electronic assembly. The pump did not have a battery installed when received. The pump was received without the original battery cap. The pump history file lists data on 01-01-06. There was no data listed on the event date 06-mar-2023. Unable to verify bolus anomaly on the event date 06-mar-2023 (the user set 3 times bolus of 7u, 7u, and 5u, and the screen showed that the infusion had been completed, but the units shown in the historical review of the bolus were 7u, 1u, and 1u) due to no data available. Unable to verify bolus delivery, source of boluses delivered, total insulin delivered and any alarms/suspends for event date 06-mar-2023 due to no data available. Unable to perform the history review 1 week prior to the event date 06-mar-2023 in the pump history file due to no data available. The pump passed the functional testing. Unable to confirm alleged dka/high bgs. Possible under delivery anomaly (bolus anomaly) not confirmed during testing. Unable to upload using carelink confirmed (no current code/category). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. ¿select patient information cannot be provided due to regional privacy regulations." Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer faced high blood pressure , under insulin delivery  and hospitalized for treatment. Customer blood glucose level was over 20mmol/l. Troubleshooting was performed and it was unknown about that the insulin pump system was been used within 48 hours of reported high blood glucose event. The insulin pump  will be returned for analysis.